Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was found to have a broken conductor wire. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. Common causes of broken conductor wire were attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors instrument was not cauterizing nor delivering energy even after changing the cables a few times. The procedure was completed with no patient harm.